Manufacturer narrative:
The movita and the primus were checked on site after the reported event. It was determined that two magents located on primus-side ot the interface were not seated in position properly. One of them was found broken. As a consequence the reed-contact did not deactivate/ interupt the downward-movement of the movita. The root cause for the incorrect postion could not be determined. The movita itself was found to be operating without failure. The movita instructions for use advise the user to ensure that no obstacles are located underdeanth the device when it is moved downwards. In case the user does not follow these instructions and the magnet is not in position as observed in this particular case, the connected device might detach and either tilt or fall down. This case is rated a single event. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the movita was moving downwards and did not stop as expected when the connected anesthesia worskation touched a stool underneeth the device. The anesthesia workstation detached froom the movita a fell on the ground. There was no injury reported.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in a separate follow-up report.

Event description:
It was reported that the movita was moving downwards and did not stop as expected when the connected anesthesia workstation touched a stool underneath the device. The anesthesia workstation detached froom the movita a fell on the ground. There was no injury reported.